Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corner and belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the buttons were not working. Customer stated that she was high at basketball practice and went to bed. Customer woke up with a low of 35 mg/dl due to an overcorrection. Customer did treat the high and the low blood glucose readings and stated that the insulin pump was exposed to sweat. No further information reported.